Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2022, and the abutment was removed under general anaesthetic during the same surgery. This report is submitted on december 28, 2022.